Event description:
Surgery was complicated when the tip broke off and was temporarily lost in the wound. The tip was retrieved. The pt was 68 yrs old and the surgery was not actually lengthened as the tip was recovered quickly.